Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, requiring multiple attempts and extended time to unlock, with inconsistent vibration feedback; the device case had been removed and the button was reported clean and dry, and the user sometimes placed the device on a charger to wake it as a workaround. Symptoms included no reported adverse clinical effects and no blood glucose impact. Outcomes included replacement of the device and user education on shutdown, data sync, startup of the replacement, return logistics, and continued cgm use. Investigation included remote troubleshooting and review of user-reported behavior. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.